Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow junior tubing kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the port cap of a rt330 optiflow junior tubing kit came off during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 optiflow junior tubing kit state the following: check all connections, caps and/or plugs are tight before use. Patient monitoring is recommended. Discard product if the pressure relief valve is damaged or damage is suspected. Discard product if the blue cover on the pressure relief valve has been removed or is missing.

Event description:
A regulatory body reported on behalf of a healthcare facility in (B)(6), that the port cap of a rt330 optiflow junior tubing kit came off during use. There was no patient consequence.